Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. An unknown absolute pro started to be deployed but after the first 3 centimeters, the thumb wheel totally stopped. Further, the stent separated in two parts. There was no reported patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent separation without having the device to examine. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, new information was received as follows: a 6.0/120mm absolute pro stent was being used to treat a calcified lesion located in the femoral artery. The thumb wheel stopped turning after only 4 rotations. The catheter was pulled to be removed and a stent separation occurred. The two parts were retrieved without difficulty with no segments remaining in the patient and no intervention required. The patient was in good condition. Another device was used to complete the procedure. No additional information was provided.